Event description:
It was reported while using bd plastipak¿ syringes the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: tip has been damaged during attached stopcock & during fill up tpn procedure stopper detach from plunger

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (stopper separation): no photos or picture that display the stopper separated from the plunger were provided for investigation. A device history review was performed for reported lot 2301099, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incidents. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incidents were found. Based on our quality team's investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the stopper may have separated due to a high pressure applied to the plunger if the tip was block or if the flow entrance was insufficient for the volume of the syringe, without a physical sample, this cannot be verified. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: tip has been damaged during attached stopcock & during fill up tpn procedure stopper detach from plunger.